Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 447 mg/dl. The customer treated with insulin through the pump. Troubleshooting was performed. The reported infusion set cannula to appear bent. The customer mentioned site location to be on right hip. The product was not returned for analysis.